Manufacturer narrative:
(B)(4). Additional information received: upon collection of the device from the clinic, it had been disposed of.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device jammed when trying to clip. Jaws of device; piece of metal came away but detected in time to remove it intra-operatively. There were no patient consequences.